Event description:
The customer reported that the device failed to discharge twice during a cardioversion procedure. The customer shut the device off then back on in order for it to delivery therapy. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge twice during a cardioversion procedure. The customer shut the device off then back on in order for it to delivery therapy. There was no negative pt impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.